Event description:
It was reported by the affiliate that the (1) 35nlt was used during a laparoscopic cholecystectomy procedure. It was reported that the gasket tore when the surgeon opened the package. The case was completed with another device and with no pt consequence.